Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient was installing a light bulb overhead when the shock occurred. The shock sensing vector was set to the primary sensing vector at the time of the shock. Office testing found poor sensing in the other two vectors. Technical services reviewed the device therapy history and found more inappropriate shocks. The system was programmed off and the doctor may implant a trans-venous system. There were no additional adverse patient effects.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient was installing a light bulb overhead when the shock occurred. The shock sensing vector was set to the primary sensing vector at the time of the shock. Office testing found poor sensing in the other two vectors. Technical services reviewed the device therapy history and found more inappropriate shocks. The system was programmed off and the doctor may implant a trans-venous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient was installing a light bulb overhead when the shock occurred. The shock sensing vector was set to the primary sensing vector at the time of the shock. Office testing found poor sensing in the other two vectors. Technical services reviewed the device therapy history and found more inappropriate shocks. The system was programmed off and the doctor may implant a trans-venous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.